Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was patient reported that they were having a hard time charging the implant because the recharger would keep beeping. Patient stated that they had an ins battery change recently and they were not happy with the implant and external devices. Patient stated that they had their ins implanted in their stomach and they were having a hard time using the belt because it would hit their pelvic bone when they try to charge using the belt. Patient also stated that a few days right after the implant, their incision site got infected and they called their healthcare provider (hcp) and were told to go to the emergency room (ER) but they were unable to so they treated the infection themselves. Patient stated they had met with their hcp since the infection. Agent walked patient through starting a charging session and the patient was able to start charging their ins. Agent reviewed handset and recharger application general use with patient. Patient was able to access their recharger application and confirmed they were charging with excellent quality. Patient had to lay down to get a good position for the recharger. Patient stated that they tried positioning the recharger over the implant last night, but they could not to the point where their wrist hurt. Agent reviewed recharging best practice and duration with patient.